Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent out of range signal was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient care specialist contacted dexcom technical support on behalf of the patient on 07/30/2015, to report that on (B)(6) 2015; the patient's receiver was vibrating but the alerts were hard to hear. No additional event or patient information is available.